Event description:
Right marked bleed with incipient rupture. A 55 year old white female g3p3 status post right modified radical mastectomy in 1987 for stage I breast cancer. No evidence of disease. Pt had staged reconstruction with expander on 9/15/89. Replaced on 1/9/90 with replicon. Pt complained of deformity, poor result and painful contracture as well as arthralgias, myalgias, dysesthesias, fatigue, sweats, neurocognitive problems, gastrointestinal and genitourinary problems etc. Pt had some preexisting problems secondary to motor vehicle accident for multiple "c" cervical disc. Otherwise healthy. Mammogram on 1/4/93 within normal limits. Exam positive iii contractures. Surgery on 2/23/94 positive marked bleed "slimy" implant with contracted missing gel (weight 520) with marked histiocytic changes in thickened capsule as well as granulomatous changes.